Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, a catheter revision was performed; the catheter was disconnected from the pump. On (B)(6) 2011, the healthcare professional (hcp) could not aspirate from the catheter. Therefore, system replacement surgery was planned. The hcp programmed the pump to stopped mode. Additional information has been requested, but was not available as of the date of this report.